Event description:
It was reported that on (B)(6) 2013 the surgeon performed a c2-t2 posterior cervical fusion with a synthes synapse 3.5mm rod system and decompression on the patient to address multi-level stenosis. On an unknown date, the patient returned to his clinic complaining of neck pain. Upon review of new imaging studies, the surgeon found that the patient had a broken right t1 screw and a nonunion. On (B)(6) 2014 the surgeon performed a revision surgery to remove the synapse rods and screws from the (B)(6) 2013 surgery. The broken segment of the right t1 screw remained in the patient as it was broken off deep in the pedicle. All the other hardware was removed. The surgeon then re-instrumented the existing screw holes from c2-c6 with synthes synapse 3.5mm rod system screws. He used 4.0mm diameter screws on the revision and explanted all the 3.5mm diameter screws. He placed synthes uss, universal spine system screws from t1-t4 with the exception of the right t1 pedicle which was blocked by the synapse screw fragment. He then connected the 3.5 to 6.0mm tapered rods to the synapse and uss screws successfully completing the procedure. The product has not been returned for investigation and no further information was provided. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. Investigation could not be completed and no conclusion could be drawn as the device was not returned and no lot number was provided.